Manufacturer narrative:
The reported product is an unknown baxter transfer set. The lot number was reported but was determined to be invalid. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set used for peritoneal dialysis (pd) therapy came apart at the transfer set connection and the patient subsequently experienced peritonitis. The patient was diagnosed with peritonitis eleven days after the connection issue. The patient was not hospitalized for the peritonitis. The treatment for peritonitis, outcome of the event and actions taken with pd therapy were not reported. Additional information was requested, but was not available at this time.